Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer received treatment of insulin, glucagon, or other medication provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. Adhesive was partially peeled off the patch. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. An extended investigation has been performed. Attempt to extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was investigated and observed that the adhesive was peeling away at the edges of the puck. The customer complaint for the adhesive became detached from the puck. Attempted to replicate the user¿s complaint using similar configuration. However, complaint was unable to reproduce. This will not cause a sensor error as the sensor tail remains in the skin. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer received treatment of insulin, glucagon, or other medication provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.